Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values over 250 mg/dl while wearing the pod between 4 and 24 hours in the arm. The patient reported they were not receiving blood glucose readings from their cgm (continuous glucose monitor) therefore, the smart adjust basal feature of the omnipod system could not adjust for changing blood glucose values. Symptoms include irregular pulse, cardiac problems, and chest pain. For treatment, the patient was given 2 liters of intravenous (IV) fluids, a chest x-ray, blood work, and an electrocardiogram (ECG). The patient was at the hospital for 5 hours. After troubleshooting, it was discovered that the patient was not receiving blood glucose readings from their cgm due to user error, as the patient did not have the devices within line of sight.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
No abnormalities were observed in the download data. No timeouts, drive stalls, or hazard alarms were observed in the download data. The patient history buffer (phb) data showed that the estimated glucose values (egv) transitioned from -7, -6, -3, to -4 respectively. The automated glucose control (agc) algorithm continued to adapt to changes in egvs and user inputs. No damages or deficiencies were observed that would contribute to pod & cgm communication issues. The exact cause of the reported event could not be determined.